Event description:
Neck fracture of the stem.

Manufacturer narrative:
A recall was performed in 2004 concerning corail amt stems.;the references concerned by this recall were the following: 3l92498 to 3l93716 and (B)(4) to (B)(4).the batches concerned by this recall were : all batches less than 1391546. This recall was performed because the concerning parts were laser etched on the neck and subsequently there were a risk of fracture of the stem. The reference / batch involved in the current complaint ((B)(4)/ (B)(4)) is part of the batches concerned by the recall. As a consequence, the root cause of the neck fracture is the etching located on the neck.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.